Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
Patient's right hip was revised. As reported by rep: "pain and visual (implant) deformity. Clicking. All available information submitted.' Stem with a very worn trunnion.

Manufacturer narrative:
Reported event an event regarding disassociation involving a metal head was reported. The event was confirmed via photographs provided. Method & results: -product evaluation and results: the device was not returned; however, photographs were provided for review. These images clearly show loss of taper lock between the head and stem. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: no other similar events were reported for the lot conclusions: it was reported that the patient was revised due to disassociation. The device was not returned; however, photographs were provided for review. These images clearly show loss of taper lock between the head and stem. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
No new information.